Event description:
The patient reported that the pump was hot to the touch. The patient was not burned and no medical treatment was required.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.